Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/28/2014).the patient¿s meter, usb cable, and ac adaptor have been returned on 7/1/2014 and 6/30/2014, respectively, and evaluated by lifescan product analysis on 7/17/2014 and 7/18/2014, respectively, with the following findings:the meter, usb cable, and ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.